Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report#: 1627487-2012-05280. The pt was in a cab when the brakes were slammed very hard to avoid a collision. The pt reported being yanked in the back seat. Since the event, she has not been receiving adequate coverage. She also feels the lead and/or the ipg may have moved. The pt can no longer increase the amplitude without experiencing rib stimulation. Attempts to gather additional information were unsuccessful. No further information is available at this time.